Manufacturer narrative:
Upon reassessment of reported event, this device was determined to not be reportable as there are no allegations of failure. The initial report was submitted in error, and should be voided.

Event description:
Patient has been indicated for revision due to an unknown reason. No revision has been reported to date.